Event description:
It was reported that the intra aortic balloon was placed without difficulty in the pt's left femoral artery. When the intra aortic balloon was connected to the pump, helium loss alarms were noted. After some troubleshooting, it was decided to remove and replace the intra aortic balloon. There were no pt complications.